Event description:
It was reported that the patient received inappropriate hv therapy during a surgery procedure unrelated to the device. Plans were made to disable therapy. No further information is available at this time.